Event description:
This event was reported as an explant at implant due to a looped suture. Surgery resident implanted valve with chief as attending surgeon. Early on, due to suture placement, sutures were knotted and not aligned. The surgery time was extended. No further info was provided.